Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had chronic high thresholds. The leads were capped and replaced by epicardial leads during aortic valve surgery. It was also reported that the implantable pulse generator (ipg) became contaminated during the procedure and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product: 5076-58 lead, implanted: (B)(6) 2012. (B)(4).